Event description:
It was reported the ultrasound bronchofibervideoscope experienced intermittently image. The issue occurred during a diagnostic endobronchial ultrasound procedure. There was a delay for less than thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3 the device was returned to olympus for inspection, and the reported failure of intermittent image was not confirmed. Based on the results of the investigation, the probable cause of the complaint is no problem detected. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.